Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pulmonary edema, increased mitral regurgitation (mr) and single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mr with a grade of 4. Two clips were implanted (70321u219 and 70124u118), reducing the mr to 1. On (B)(6) 2017, during a follow up visit, the patient experienced pulmonary edema and dyspnea; echocardiogram was performed, which found that the clip (70321u219) detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 2-3. The other clip remains secure on the leaflets. Medication was changed from lasix to torsemide for pulmonary edema and dyspnea. The patient is stable. The patient has chosen to not have an additional mitraclip procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (pre-existing posterior flail/prolapse). The reported adverse event of worsening mitral regurgitation (mr) was likely a result of patient/procedural conditions due to the slda. The reported dyspnea and pulmonary edema symptoms were likely symptoms/secondary effects of the worsened mr. It should be noted that the reported patient effects of worsening mr, dyspnea, and pulmonary edema are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.